Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The data you provided was carefully analysed. The available iegm episodes confirmed the presence of artefacts on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after the crt-d was explanted and replaced, this lead displayed noise. All measurable technical parameters were good and stable. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.